Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particle observed on the device. Crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported capsular contracture baker grade unknown. Device has been explanted and replaced. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported rupture. Record is for right side. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.